Event description:
The device was received with no information as to the reason for the explant. It is believed that the device may have been explanted (date not reported) due to an infection or allergy. It is unknown whether the patient was reimplanted with another device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2010. It is unknown if the patient was reimplanted. This report is filed (B)(4), 2011.